Event description:
Black catheter of proglide perclose percutaneous closure device got stuck in patient's groin / femoral artery access when freeing the suture during initial insertion and deployment.